Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that following an elective procedure to replace this patient's pacemaker, this right ventricular lead was exhibiting decreased impedance measurements and varying r-waves measurements between the pacing system analyzer (psa) and the pacemaker. Therefore, the pocket was re-opened to evaluate the lead and and insulation damage was observed. The lead was removed from service and successfully replaced. A few weeks following this procedure, the patient stated that a pneumothorax had occurred during the procedure.